Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication jammed drawer. A field service engineer found that mini tray 1.4 failed to open when staff attempted access. The fse inspected mini tray 1.4 and discovered medication lodged inside the compartment, which prevented the tray from releasing and completing its travel. The fse manually opened the mini tray to access the obstructed medication, repositioned the medication to ensure it no longer blocked movement, and confirmed there were no additional obstructions or mechanical issues. Functional testing was performed to verify that mini tray 1.4 opened and closed smoothly, and cycle tests were completed without resistance, hesitation, or failure. The customer completed a workflow and confirmed that the tray operated normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 1 had failed. The user tried to reboot and recover the storage space but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.